Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a vein graft. Following deployment of the 2.75x20mm promus premier stent the physician noted that the stent appeared kinked. The stent was post-dilated however it did not change the appearance of the stent. Physician noted that the stent was well apposed and no further intervention was required. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a vein graft. Following deployment of the 2.75x20mm promus premier stent the physician noted that the stent appeared kinked. The stent was post-dilated however it did not change the appearance of the stent. Physician noted that the stent was well apposed and no further intervention was required. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).